Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged inside the hub of the vizigo sheath. Initially, it was reported that the inner sheath could not advance in the outer sheath due to the impediment. A second device was used to complete the operation. There was no report on adverse event on patient. The obstructed sheath issue was assessed as not MDR reportable. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on (B)(6) 2022 that the hemostatic valve was dislodged inside the hub of the vizigo sheath. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2022.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The biosense webster, inc. Product analysis lab received the device on 08-dec-2022. The device evaluation was completed on 29-dec-2022. The product was returned to biosense webster for evaluation. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo¿ sheath. A dilator was introduced with the hemostatic valve dislodged, and resistance was found. Then the hemostatic valve was taken off the hub, and the dilator was introduced again, and no resistance was found. A microscopic examination in the hemostatic valve surface showed evidence of damage to the outer diameter. The dilator outer diameter was measured, and dimensions were found within specifications. The hemostatic valve dislodged could be related to the resistance and leak reported by the customer. A device history record evaluation was performed for the finished device 00002042 number, and no internal actions related to the reported complaint condition were identified. The issues reported by the customer were confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).